Manufacturer narrative:
This device was removed, replaced and returned for analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the (B)(6) 2010, product performance report. No temporary loss of rf telemetry occurred during bench testing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) for a nonsustained repetitive atrial tachycardia of almost 200 beats/min with 1:1 av conduction. The device also displayed 180 events of pmt (pacemaker mediated tachycardia).